Event description:
Customer reported that no reactivity was observed with a patient sample with a known anti-e and vs340. Daily qc was acceptable. No erroneous results reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.testing of the returned product confirmed the reactivity of the e antigen. Patient sample was non reactive.(B)(4).